Event description:
The customer reported that the insulin pump alarmed button error. The customer stated that she removed the battery for less than 10 seconds, and the screen was frozen. The customer stated the time was not advancing on the screen. Advised the customer to change the battery to see if the screen comes back and the buttons respond. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.